Manufacturer narrative:
Additional information: h11. H11: upon follow up with the customer, it was reported that the cause of the event was due to a leak from a non-vantive product. Based on the additional information received, the vantive disposable was determined not to be a factor in the reported adverse event.

Event description:
It was reported that during therapy with an unspecified type of prismaflex set, "the detector showed blood". The volume of blood loss was not known. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.